Event description:
It was reported that the patient presented to the clinic for a routine follow up, the atrial lead exhibited noise and low impedance. No lead testing exercises were performed. A chest x-ray was performed and no anomalies were observed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.